Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted rupture could be observed. Microanalysis can not be performed and an assessment of the opening can not be determined.

Event description:
Healthcare professional reported right side pain, ¿collapse with palpation¿, ¿the formation of introcession on palpation examination¿, and ¿breast device had broken down and the entire contents of the prosthesis had flowed into the loj". The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical damage. Pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported right side pain, ¿collapse with palpation¿, ¿the formation of introcession on palpation examination¿, and ¿breast device had broken down and the entire contents of the prosthesis had flowed into the loj". The device has been explanted and replaced.

Event description:
A healthcare professional reported right side pain, ¿collapse with palpation¿, ¿the formation of introcession on palpation examination¿, and ¿breast device had broken down and the entire contents of the prosthesis had flowed into the loj". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding patient details and device return has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (impact code): f2201.